Event description:
This patient has type 1 diabetes and is using an omnipod pump with glucose monitoring strips made by abbott labs. The strips were changed by the manufacturer. The new strips do not have FDA approval for use with these pumps. The family was not notified of the incompatibility. When the patient went in for routine diabetes monitoring, there was a lab glucose of 317 and a meter glucose using the "new" strips of 395mg/dl. This is an unacceptable variance. As a result of these strips and this meter, the patient suffered a significant deterioration in diabetic control. Currently in this geographic region, there are no strips available that are approved by the FDA for this meter. Abbott as well as omnipod insulin pump should have made sure that there were sufficient strips available before there was a discontinuation of the manufacturer of the older strips. Families as well as retail outlets should have been advised that the current strips are not FDA approved for use with this meter and this insulin pump system.